Event description:
It was reported that the device experienced possible premature battery depletion. The device was explanted and replaced. No patientc omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pvr483298h the device was returned, analyzed and analysis of the device revealed normal battery depletion. Concomitant products: 6940 implantable defib transvenous lead (B)(6) 1999; 6943 implantable defib lead (B)(6) 1999. (B)(4).